Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was over 400 mg/dl. Reportedly, the customer completed multiple infusion set changes in order to resolve the issue.